Manufacturer narrative:
The device has been received for analysis, but requires add'l investigation which is not complete at this time. A supplemental MDR will be submitted when the investigation has been completed.

Event description:
It was reported via the attached voluntary facility medwatch # unk, it was reported that during a hemodialysis access angioplasty treatment procedure, the symmetry balloon catheter would not deflate. A graft lesion in a vein/graft or dialysis was being treated in the the upper arm. The symmetry balloon was advanced over a zipwire guidewire and through a cordis 5f sheath. When the procedure was completed, the physician attempted to deflate the balloon with the inflation device, but it would not deflate. The balloon was successfully deflated when the physician replaced the inflation device with a 20 cc syringe. The deflated balloon was removed from the pt with no complications. The procedure was successfully completed and the current pt status is reported as 'stable'.